Manufacturer narrative:
H3 other text: the customer stated that the device did not cause the tip and did not request an evaluation.

Event description:
It was reported that a staff member was maneuvering the cot by themselves with a patient onboard and the cot tipped resulting in patient death. The customer stated that the tip was due to error on the part of the staff member and not due to any failure of the cot.